Manufacturer narrative:
Device was used for treatment, not diagnosis. DHR for raw material lot # 5816778 was reviewed. Raw material DHR was reviewed for correct type, size, grade, jde#, lot #, and heat #. One nonconformance report (ncr), (B)(4), was generated for raw material lot 5816778, part number 24019, for having a surface finish that exceeded the allowable surface finish requirement of ra 3.8 maximum. The ncr was given a disposition use as is (uai) since the manufacturing process will remove the surface of the raw material, and the top level print will dictate the surface finish for each part number. (B)(4) rev b showed that the material conformed to the remaining dimensional and chemical specifications. This condition is not relevant to the complaint because the measured surface finish of up to ra 7.5 will not impact the manufacturing process or affect the final product specification and no adverse effect, to the customer or patient, will occur. Components parts # 04.641.097, lot # 5853742: no ncr¿s were generated during the production. Review of the device history record showed that there were no issues during manufacturing of the product that would contribute to this complaint condition note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the most recent drawing for the proximal extension, 220 was reviewed ((B)(4)), and the drawing and materials were found to be acceptable. It is not known what caused this implant to fail in-vivo, contributing factors may include stresses imposed on the implant at the distal extension interface due to patient activity, patient growth, and or unusual stresses imposed on the device during implantation. The associated risk assessment should be reviewed as a result of the calculated occurrence rate for this part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a planned procedure on (B)(6) 2014 to remove and replace veptr rods due to patient's growth, one of the proximal extension rods was found to be broken, and the distraction lock was found to be disengaged. The surgeon removed 2 rods, 2 nuts and one cap. The distraction lock was re-engaged, and not removed. Rods were replaced by larger size rods to accommodate patient's growth. There was reportedly no harm to the patient. X-ray images taken on (B)(6) 2014 indicate the extension rod was not broken at that time. Patient's status following the procedure was reportedly stable. An internal review of the x-rays was performed by the spine medical director the review reported on (B)(4) 2014: an anteroposterior and a lateral radiograph of the thoracolumbar spine demonstrating veptr instrumentation in patient with thoracic curve (49 degrees according to provided measurement).the review was unable to suggest any root cause based on anatomic factors in these limited views (and no pre- and post-breakage image comparison). On lateral x-ray, there appears to be a discontinuity in the proximal portion of the rod, suggesting the described breakage. I cannot appreciate the disengaged distraction lock on the x-rays due to picture quality. Dates of x-rays in relation to event to be provided by sales consultant, if further information or images become available, the images will be reviewed and compared to the ones reviewed in this report. This is report 1 of 2 for (B)(4).